Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having short low flow alarms that were brief. The patient was asymptomatic but had a significant lvad outflow graft obstruction. Computed tomography angiography (cta) for transcatheter aortic valve implantation (tavr) chest abdomen and pelvis with contrast was performed on (B)(6)2025. Tavr was performed on (B)(6)2025 and the patient had moderate aortic regurgitation. Patient presented to the emergency department on (B)(6) 2025, and medical center on (B)(6) 2025 with very frequent recurrent low flow alarms that are overall brief and asymptomatic. On exam, patient was warm and mildly fluid overloaded, reported weight gain despite decreased intake by mouth at home. Right heart hemodynamics on (B)(6) 2025 showed normal biventricular filling pressure with low-normal cardiac index (ci). CT scan (B)(6) 2025 reviewed with cardiothroacic surgery. Patient underwent volume resuscitation and switched to low flow controller on (B)(6) 2025. The patient was discharged, and log files were unable to be obtained.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section h1: type of reportable event corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: the report of outflow graft obstruction was unable to be confirmed as no images or product was available for evaluation, and a specific cause for the reported obstruction was unable to be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of aortic regurgitation could not be conclusively established. An onsite abbott representative confirmed the low flow alarms and performed low flow controller software updates on 13mar2025. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 also lists adverse events that may be associated with the use of heartmate 3 lvas. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 also warns that moderate to severe aortic insufficiency must be corrected at time of device implant. Patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.